Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the distal end was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the laparoscopic forceps' tips were crossing due to deformation. The issue occurred during an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
This supplemental report is being submitted to provide further information provided by the customer, the results of the legal manufacturer's final investigation. According to the customer, there was no significant impact in the surgery, the staff just switched it out with a grasper that was working. It did not cause any delays to the surgery and no impact to the patient's surgical outcome. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the damage was caused by improper handling and/or excessive use of the device by the user. Olympus will continue to monitor field performance for this device.